Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, a visible insulation defect was observed on the right atrial (ra) lead. The insulation defect was confirmed visually. The ra lead was explanted and replaced. The patient remained in stable condition.